Manufacturer narrative:
Device is a combination product. D4: batch lot number updated. Device evaluated by MFR: promus element, mr, ous 3.00 x 20 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent was measured and the result was within specifications. The balloon body was reviewed; no issues were noted on the balloon cones. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer and mid-shaft section and tactile examination of the inner lumen found no issues with the extrusion shaft.

Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in the mid left anterior descending artery. Following pre-dilatation, a 3.00x20mm promus element drug-eluting stent was advanced but failed to cross the lesion. After withdrawal, it was noted that the stent struts were slightly lifted up. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in the mid left anterior descending artery. Following pre-dilatation, a 3.00x20mm promus element drug-eluting stent was advanced but failed to cross the lesion. After withdrawal, it was noted that the stent struts were slightly lifted up. The procedure was completed with a different device. There were no patient complications nor injuries reported.